Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient weight was unknown. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 7482-51, serial/lot #: (B)(4), ubd: 06-may-2013, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported the patient started using the dbs on (B)(6) 2009. Ten days after the implant, the patient developed an infection problem at the position of the head of the implanted wire, and then repeatedly failed to completely heal. Due to the infection at the wire, the whole set of equipment was explanted in (B)(6) 2012. The doctor stated that it may be caused by reject reaction. The patient was re-implanted on (B)(6) 2016 and there was no infection problem after the operation and the improvement was ok. The cause of the issue was unknown. The patient is in good condition. No further complications were reported as a result of this event.